Event description:
All results mg/dl. Caller reported ambulance personnel tested a patient at 15:00 with finger stick and got 78 on the advantage system. They thought patient was possibly hypoglycemic. The patient was unconscious. Had the blood sugar been less than 70, they would have given d50 glucose IV. They transported the patient to the ER. The ER tested at 15:43 on inform system and the result was 265. They tested on other hand at 15:47 with same inform and the result was 47. The ER gave an IV of d50 glucose at 15:50 and the patient gained consciousness almost immediately. A lab sample drawn at 15:35 came back as 32.6 at an undisclosed time. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system, medwatch with identifier (B)(6) is for inform system.